Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device was consistent with the reported uneventful device deployment. This was evidenced by the device being returned in the normal fully clip deployed condition. There was no damage detected and the analysis did not indicate any evidence of a product quality deficiency. It should be noted that the reported deployed device was in a moderately calcified femoral artery and is not consistent with the indications for use. The starclose se instructions for use (IFU) state: do not deploy the clip in areas of calcified plaque. Based on the device analysis, reported information and manufacturing inspection criteria, the report of failure to achieve hemostasis with this device is related to the operational influences during use and not a product quality deficiency. Review of the finished device history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there have been no similar incidents for this lot. There does not appear to be any indication of a lot product quality deficiency. To help ensure that all devices perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the sutures on the proglide were not attached. A starclose se was also attempted; however, after uneventful deployment arterial bleeding was still observed. Hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide and starclose se devices. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The perclose proglide device referenced is being filed under a separate medwatch MFR number.